Event description:
Additional information: it was reported that patient experienced allodynia, discomfort at pump site, loss of pain relief and was examined on (B)(6) 2009; severity was noted as mild. A surgical re-positioning was done on (B)(6) 2009. It was also added that during surgery, it was observed that the catheter had migrated "nearly out of the intrathecal space." The catheter was also replaced during surgery. Patient outcome was noted as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had dislodged from the intrathecal space. The pt experienced increased pain. Pump rate increases and multiple boluses were ineffective. The catheter was replaced. The pump was used to deliver hydromorphone 4 mg/ml with a dose per day of 0.7507 mg; bupivicaine 40 mg/ml and compounded baclofen 500 mcg/ml. The pt recovered without sequela.

Manufacturer narrative:
Other - catheter.